Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed supplies to address occlusion alarms, and resumed insulin delivery. Customer continued to use the pump for insulin therapy. Customer's blood glucose level was 339 mg/dl.